Event description:
Customer reported unexpected positive reactions (1+) at immediate spin (is) and (2+) at room temperature (rt) with gammaclone anti-d, when testing mother and baby's sample. Reactions are negative at 37c and ahg phase when performing weak d testing with both samples, according to the customer. Methodology is tube testing. Testing performed on both samples with ortho anti-d resulted in negative reactions at the is, rt, 37c and ahg phase. Repeat testing performed on both samples with immucor anti-d, series 4 also resulted as negative at the is, rt, 37c and ahg phase. Dat performed on samples resulted in negative reactions. Mother was previously typed rh negative at the physician's office. Reagent used is unknown. Rhig was administered to the mother. No transfusion of red blood cells or adverse reactions occurred as a result of the unexpected positive reactions with mother or baby.

Manufacturer narrative:
Testing was performed with retention anti-d (monoclonal blend), lot dm65-3 using red cells of various rh phenotypes, including weak d cells. All products performed as expected. Customer returned samples for investigation testing. Testing was performed with the samples using various mfrs' anti-d reagents. One sample was negative with all anti-d reagents at all testing phases. The other sample exhibits weak positive reactivity with anti-d (monoclonal blend), lot dmb65-3 at is only and was negative with all other anti-d reagents. The event appears to be related to the nature of the sample .the specific performance characteristics section of the package insert for gamm-clone anti-d (monoclonal blend) states: "certain rare red blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with this reagent. Red blood cells of the crawford phenotype are agglutinated at the immediate-spin test phase and are usually nonreactive at the weak d phase. "